Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up" was confirmed based on the archive data review. The ua07 error could not be replicated during functional testing; however, load cell characterization test revealed that load cell module 1 was over reported. Therefore, the root cause of the ua07 error was determined to be the defective load cell module 1. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned platform was performed. The front enclosure was observed to be cracked, unrelated to the reported complaint. The observed physical damage was appeared to be the characteristic of harsh impact as a result of user mishandling, as the front enclosure was last replaced in 2019 for a similar issue. The damaged front enclosure will be replaced to address the physical damage. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. The autopulse platform passed the initial functional testing, and the customer's reported complaint of ua07 error message could not be replicated. However, the load cell characterization test revealed that load cell 1 was over reported. The defective load cell 1 will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).